Manufacturer narrative:
No quality controls were measured prior to the event. Controls measured shortly after the event were within range. A general analyzer or reagent issue was not present at the time of the event. No relevant alarms occurred. Sample centrifugation time and force may have been higher than recommended by the tube manufacturer. The customer used a fixed angle centrifuge, which may cause gel layer separation to become diagonal, increasing risk of sample probe contamination. The investigation could not identify a product problem. The cause of the event could not be determined. A pre-analytic sample handling issue could not be excluded.

Manufacturer narrative:
The e 601 analyzer serial number is (B)(6). The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys testosterone ii assay on a cobas 6000 e601 module. The sample initially resulted in a testosterone value of 7.36 ng/dl. The sample was repeated twice, resulting in values of 347.8 ng/dl and 351.3 ng/dl.